Manufacturer narrative:
Narrative 1.

Event description:
Information was received indicating that a smiths medical device will not calibrate up to the correct temperature. There were no reported adverse events.